Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation underneath one of the therapy electrodes. The patient's physician prescribed bactroban mupirocin ointment for the irritation. The patient's irritation improved.